Manufacturer narrative:
This device has been explanted and discarded. Therefore, we will not be able to perform device analysis on this device.

Event description:
Bilateral ruptures, confirmed during surgery, left-side.

Manufacturer narrative:
This device has been explanted and discarded. Therefore, we will not be able to perform device analysis on this device.

Event description:
Bilateral ruptures, confirmed during surgery, left-side.